Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline power fault alarm. Log files were submitted for review and captured system controller internal faults followed by continuous driveline power faults starting on (B)(6) 2023 at 17:51. The driveline power faults continued for the remainder of the log file. It appeared that line a was affected, showing an open fuse, so it was recommended that both the modular cable and system controller be exchanged. It was noted that the patient denied any damage or trauma to the system controller or modular cable and that they both looked to be in good shape. After replacing the modular cable and controller, the alarms resolved. Related manufacturer reference number: 2916596-2023-08654.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files and reproduced during testing of the returned system controller (serial number: (B)(6). The submitted log file and the log file downloaded from the returned controller contained data spanning 9 days combined ((B)(6)2023 ¿ (B)(6)2023 per the timestamp). A controller fault alarm activated at 17:51:17 on (B)(6)2023 due to fuse a being open. The controller fault alarm then cleared and a driveline power fault alarm activated at 17:51:19 on (B)(6)2023 due to the current sense on line a dropping below the threshold amperage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected at 21:43:02 on (B)(6)2023 to exchange the system controller and controller was powered off at 21:53:27. No other notable alarms were active in the log files. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller was connected to a mock circulatory loop and the driveline power fault alarm was reproduced. Further evaluation of the system controller confirmed that fuse a on the main printed circuit board (pcb) was electrically damaged. Fuse a was replaced, and the alarm resolved. The system controller then passed all functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event was determined to be caused by fuse a being electrically damaged, however; the root cause of the fuse becoming damaged could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault and controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.